Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. The customer stated that she tried to change site three different times and the insulin pump kept alarming motor error. No significant events leading to the alarm were observed. The customer's blood glucose was 269 mg/dl. Troubleshooting was done. The customer does not use sensor feature on the insulin pump. The customer stated they are unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the occlusion test and was unable to prime during the prime test due to a faulty force sensor. The motor passed the motor test. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.